Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during normal follow up a device reset message was noted. High voltage therapy was enabled with previous programmed settings. The pt does not report any significant exposure to electromagnetic interference. A device image was successfully downloaded. Rep performed upgrade and reprogrammed the device to desired settings. The device was cleared of the reported reset.